Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via (B) (4), that the customer was in a car accident due to a hypoglycemic episode. The customer stated that he was wearing a medtronic insulin pump and a recalled infusion set at the time of the accident. The customer felt that the insulin pump malfunctioned, causing the accident. Nothing further was reported.